Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, an alert for non-sustained oversensing was observed. Review of the non-sustained oversensing and non-sustained vt episodes revealed noise likely due to lead damage. High capture threshold was observed. The lead was capped and replaced on (B)(6) 2016. There were no adverse consequences due to the noise for the patient. The patient was stable during and after the procedure.